Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they had a low blood glucose event. The customer's blood glucose was 170 mg/dl before their low blood glucose event. Customer attempted to treat their blood glucose with 1.4 or 1.5 units of insulin before the low occurred. The customer stated their blood glucose declined to 27 mg/dl, leading to a car accident. The customer was the driver in the car accident. The ambulance was called for treatment, but the customer was not hospitalized. Troubleshooting found the drive support cap was normal on the insulin pump. The customer's current blood glucose was 91 mg/dl. The customer declined to return the insulin pump for analysis.